Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated falsely low carbon dioxide (co2) results on two patient samples. The erroneous results were not reported outside the laboratory; therefore, patient treatment was not affected. The samples were repeated on the same and / or another instrument, the results of which were reported. The field service engineer (fse) inspected the instrument and replaced the peri-pump. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.